Event description:
Rv lead impedance measured by the device was greater than 2500 ohms and both bipolar and unipolar impedances triggered lead check failure alerts only seen on one day. Follow-up testing and provocative maneuvers were unremarkable and all values today in clinic are within normal range. Will continue to monitor the lead at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
On 4/1/2015 we were notified that this lead was explanted on the same day as the event. The lead was discarded by the hospital.